Event description:
Patient admitted for elective cardiac catheterization in 2007. The procedure proceeded without complication. The angio sealclosure device was used to prevent bleeding post procedure. The pt was discharged home that same day - once vital signs were stable. The pt presented to the ed on the following day with pain and numbness in his right leg. He was taken to the or for ? Clot and foreign body removal of right leg that same day. The pathology report confirmed the fact that the collagen piece of the angio seal closure device had partially occluded the pt's artery. Dates of use: two days in 2007. Diagnosis or reason for use: vascular closure after procedure.